Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor reported that following an intraocular lens(iol) implant procedure a patient experienced a refractive error due to hyperopic shift. The lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned submerged in clear solution inside a contact lens case. The lens was broken/torn into two portions. The portions were removed from the lens case and allowed to air dry prior to further evaluation. Haptic and optic damage was observed. The product investigation could not identify the specific root cause for the complaint of 'refractive error'. A lens bench test could not be performed due to the condition of the returned lens. The lens was damaged and torn into pieces. This damage was typical in appearance to handling related damage. While we are unable to determine the exact origin of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution, and the condition of the returned sample, the damage is most likely customer related. The manufacturer internal reference number is: (B)(4).